Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a false negative result with the binaxnow¿ covid-19 antigen self test. Confirmation testing was performed with an unidentified testing method and generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Added an estimated event occurrence date to question b3. Added that the event occurred at an unknown date to question b5. Answered question h5 with yes.

Event description:
The consumer reported a false negative result with the binaxnow¿ covid-19 antigen self test conducted on an unknown date. Confirmation testing was performed with an unidentified testing method and generated a positive result on an unknown date. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.